Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Please note the corrections made to the h6 device code, clinical signs code, results code, and conclusion code: the complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the tibial component looks intact and in place, there are only minor cysts or radiolucence with no critical signs of loosening. The pe cannot be assessed directly, but there is no sign of the pe being not intact or dislocated. The talar component shows some cysts and some lucency, this can be interpreted as a sign of loosening, given, that x-ray and/or clinical findings will be interpreted in the same way. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.